Event description:
Upon opening the package, the metal stiffening cannula was discovered to be bent. The bent portion was approximately an inch from the end at about a 15 degree angle. It was not used on a patient. We do not have patient information, as the device was not used.